Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in the up direction and the play of up down knob did not meet the standard value, indication on suction connector was peeled, control unit had discoloration and the electrical connector has discoloration due to water leakage, adhesive on the bending section cover was chipped, the curved rubber adhesive part was missing, water can be found on the electrical connector, the seal of the scope connector had come off and the following were scratched: bending section cover, adhesive on bending cover, plastic distal end cover, connecting tube, protector of universal cord on suction connector side, protector of universal cord on control section side, scope connector cover, forceps elevator lever, forceps elevator knob, up down knob, right left know, switch box, suction cover, suction connector, universal cord, grip, control unit. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name : (B)(6) added here due to character limitation in respective field.

Event description:
The customer reported to olympus that the videoscope had a poor water supply. During evaluation, the following reportable issue was found: foreign material in the nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. The foreign material could not be specified. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.